Event description:
It was reported that an x-ray image of the patient revealed that this right ventricular (rv) lead dislodged and presented a conductor fracture due to a possible subclavian crush. The device was reprogramed as a safety measure until the replacement procedure was performed. Noise was also reported for this rv lead. A few days later, the lead was capped and surgically abandoned, and then successfully replaced. No additional adverse patient effects were reported.